Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they had sensor anomaly. Customer's blood glucose at time incident was 230 mg/dl. Customer stated that there is no needle attached and other sensor cannula was bent. Customer was advised to return the sensor and we will replace the 2 sensors.